Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Two possible lot numbers were submitted due to multiple anchors used in the procedure. Two batch record reviews have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that these batches of product were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for these lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that the suture bridge broke during a shoulder procedure with a gryphon br proknot anchor. She stated the anchor was fully inserted and the knot was pushed down, it was not until after all sutures had been pushed down and another anchor was being inserted when it was noticed the suture came free from the anchor and was tied to tissue but not to the anchor anymore. The surgeon drilled through the inserted anchor and inserted another anchor to complete the procedure with no patient consequences or delays. This was the surgeons first time using the proknot anchors, the sales rep as present, and they were using the technique the sales rep was taught. There were 2 half hitches, the surgeon was using the new knot manipulator, and the new slotted guide. The surgeon drilled to the hard stopped and the sales rep stated the suture appeared to be fully cinched. The anchor is not coming back for evaluation, it was kept inserted in the bone. There was a 5 minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.